Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown saline breast implants which the right side spontaneously deflated after implantation. Patient indicated that the implant popped and is almost completely deflated. It popped and the fluid was leaking. It is totally flat and looks like a wet sock. As a result patient had it removed on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 10/30/2019, indicated that the serial number of suspect device is (B)(4), and the catalog number is 3501680. The information also stated the implant still implanted in the patient and not removed. Update on implantation date is (B)(6) 2015. Update on patient email: (B)(6) concomitant product: mentor smooth round moderate profile, 475cc saline breast implant, cat#:3501680, serial number (B)(4). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).